Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing produced a motor rate error. It was determined that the faulty main board was the root cause and was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump displayed an error code stating the motor was not running. The device evaluation noted a motor not running error. There was no reported patient involvement.